Event description:
It has been reported that a pt left the bed, fell and sustained an unspecified injury. The customer reported that bed exit did not alarm; however, evaluation of the unite found it was operating to specification.

Manufacturer narrative:
Details of injury are not known. Product evaluated by service tech and found to be operating to specification.